Event description:
It was reported that the panel phoenix nmic/ID-307 showed a misidentification. The following information was provided by the initial reporter. Misidentification occurred (B)(6) 2023. Hazard, injury or erroneous results details. What result was the expecting to obtain (if different from the obtained result) : proteus mirabilis. What result was the customer expecting to obtain (if different from the obtained result): providencia rettgeri. Was this a qc, validation, or proficiency test? : patient. Was patient treatment changed as a consequence of the issue with results? : no, we changed the ID to make it correct. Did the patient suffer any adverse medical consequences as a result of the change in treatment? : no.

Manufacturer narrative:
H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d10: device available for eval? Added yes. Returned to manufacturer on added 01-nov-2023. Bd phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: g5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H.6. Investigation summary: this complaint is for misidentification of proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213033. The customer did not return phoenix generated lab reports but provided isolates and panels for the investigation. The isolate was verified as p. Mirabilis with the bruker maldi biotyper. To investigate, one customer returned panel from complaint batch (B)(4) was tested using customer returned isolate p. Mirabilis sj-3 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels of complaint batch (B)(4) were inoculated with qc isolate p. Mirabilis a29906 on a phoenix m50 and evaluated for identification results. Last, two control panels from the same material but different batch were inoculated with qc isolate p. Mirabilis a29906 on a phoenix m50 and evaluated for identification results. All six panels identified the isolate as p. Mirabilis; therefore, this complaint is not confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on complaint batch (B)(4) , related to this defect (misidentification) and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that the panel phoenix nmic/ID-307 showed a misidentification. The following information was provided by the initial reporter. Misidentification occurred (B)(6) 2023. Hazard, injury or erroneous results details. What result was the expecting to obtain (if different from the obtained result) proteus mirabilis. What result was the customer expecting to obtain (if different from the obtained result) providencia rettgeri. Was this a qc, validation, or proficiency test? Patient. Was patient treatment changed as a consequence of the issue with results? No, we changed the ID to make it correct. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No.